Event description:
The manufacturer received information alleging a ventilator was not charging. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not charging. There was no harm or injury reported. The device was returned to a third party service center and the customer's complaint was confirmed. The device's power supply was replaced to address the issue. During the evaluation, an issue related to the oxygen blending module board was observed. The oxygen blending module board was replaced to address the issue.